Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the hands-free cable is worn. Available details indicate that the hands-free cable is worn. The customer is requesting replacement. The accessory was ordered and sent to the customer. The worn cable is not expected for return. The device remains at the customer site. Based on the information available, there was an apparent component failure. The reported problem could not be confirmed because the component was not returned for investigation. The customer was provided a replacement component to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.